Event description:
Reported event: "cut/coag button stuck twice while pt on table waiting to be coagulated, pt on table bleeding."

Manufacturer narrative:
It was reported that during the case, the cut/coag buttons on the handpiece got stuck twice while the pt was on the table "bleeding". The physician had to change to another handpiece. The unit has been returned to the manufacturer but has not yet been evaluated. Once the investigation has been completed, a follow-up report will be submitted.